Manufacturer narrative:
H.6. Investigation: customer returned eight (8) loose 0.5ml bd insulin syringes. Consumer reported difficulty removing some of the needle caps from her insulin syringes: stated some of the needle caps she could not remove; stated when she did remove some of the needle caps, the needle component separated and went into the cap; stated she also had 1 syringe where the plunger completely broke off. All 8 returned syringes were examined, and the following was observed: 5 syringes exhibited a separated needle hub/shield assembly from the barrel; no damage to the barrel tip was observed 1 syringe exhibited a broken barrel. 1 syringe exhibited a broken plunger rod. 1 syringe exhibited no apparent defects; this syringe was tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and tested within specification with a shield removal force of 3.04 lbs unable to perform a DHR review for shield does not detach as intended, needle hub separates, plunger breaks off during use and barrel broken due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle hub separated and the plunger broke off. This was discovered during use. The following information was provided by the initial reporter: material no. 324911 batch no. Unknown it was reported that needle shields are difficult to remove and some could not be removed. Also reported when removing the needle caps the needle hub separated and on syringe the plunger completely broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle hub separated and the plunger broke off. This was discovered during use. The following information was provided by the initial reporter: material no. 324911 batch no. Unknown. It was reported that needle shields are difficult to remove and some could not be removed. Also reported when removing the needle caps the needle hub separated and on syringe the plunger completely broke off.